Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: electrical/electronic component problem; known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated due to damage on the ccd unit, the image is not displayed. There was no patient involvement.